Manufacturer narrative:
The device was received for evaluation. During device inspection the reported problem "failed the upstream occlusion test" was confirmed. The ultrasonic sensor readings were found out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification ultrasonic sensor readings. The ultrasonic sensor was unable to be calibrated and therefore the upstream sensor assembly is requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed the upstream occlusion test during testing in the biomed service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.